Event description:
Twelve yr old male with medical history of tetrology of fallot. Pulmonary artesia. Ventricular septal defect. S/p blalock taussig shunt and s/p right ventricular outflow tract repair with 19mm homograft. On 8/2/92 required partial explant on 11/21/96 due to right ventricular outflow tract obstruction secondary to pulmonary stenosis and kinking of the pulmonary aortic conduit. Pt underwent pulmonary aortic conduit replacement using 4cm elliptical patch pf pulmonary homograft fashioned to contain one valve. Operative report notes "a definite shelf above the pulmonary homograft at its junction to the right ventricle with some calcification in the remainder of the homograft and the entire pulmonary aortic reconstruction was pliable, soft and without narrowing.